Event description:
It was reported during intra-aortic balloon (iab) therapy, pressure measurement from the central lumen could not be obtained. There was no reported injury to the patient.

Manufacturer narrative:
Corrected section: evaluation method codes (4): device discarded added as this was known. The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record # (B)(4).

Manufacturer narrative:
Complete event site name - (B)(6) hospital. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported during intra-aortic balloon (iab) therapy, pressure measurement from the central lumen could not be obtained. There was no reported injury to the patient.